Event description:
A physician reported that following an microstent implant procedure, the patient had recurrent iritis in last six months after implantation. The patient was prescribed with steroid qid ou over past several months and reported flare of iritis left eye at last visit, for which physician increased steroid from qid to q1h. However the patient does not seems to be a steroid responder, though patient endorses ongoing issues with left eye making it difficult to see well enough to work. The patient also had dry eyes, fluctuating blurred vision, which improves unspecified lubricant drops and early fuch¿s ou. The physician saw cornea, who did not think patient had corneal edema va (visual acuity) fluctuates between 20/20 and 20/30 and the patient was 20/70 before surgery. Most recent vf (visual field test) showed has a dense ias and small sns. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample was not received at the investigation site for evaluation for the report of fluctuating blurred vision, recurrent iritis, dry eyes, and steroid pfats treatment; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).